Manufacturer narrative:
H3: the pendant (product: bi71000529, lot: 16920 0001 rev. 1) was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant (product: bi71000529, lot: 08320 0003 rev. 1) was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. The gantry close and gantry down keys were intermittent. The other keys were still functional. Several were worn and needed excessive pressure to be applied to function. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c19, and fdc d14 are applicable to the pendant (product: bi71000529, lot: 16920 0001 rev. 1) hardware analysis. Fdm b01, fdr c07, fdc d02 are applicable to the pendant (product: bi71000529, lot: 08320 0003 rev. 1) hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The pendant was replaced to resolve the issue. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000529, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during the annual planned maintenance (pm), the manufacturer representative (rep) noted some parts to be replaced. The buttons on both pendants did not work properly. Both pendants were still responsive, but also some buttons did not work. There was no patient involvement.